Event description:
On (B)(6) 2012, it was reported that the patient's diabetic specialist does not think the infusion device delivers an accurate amount of insulin. On a routine visit to the diabetic specialist on (B)(6) 2012, it was revealed that since the beginning of september the infusion device's history shows a bolus every 10 minutes. The patient states that those boluses were not programmed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The memory of the accu-chek spirit combo insulin pump stores all the events (warnings and errors, programming operations and insulin delivery records) up to a total of 4500 events. This depends on how often the customer uses the pump. History list: the history begins on (B)(6) 2012 with the first entry and ends on (B)(6) 2012 with the last entry. All programmed boluses were delivered. All boluses programmed with the dm s/n (B)(4) all errors and alerts are triggered correctly by the pump. Nothing unusual was found in the pump history. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meter displays bolus data that are out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Iu attempted to manually review the meters memory for the month of (B)(6). Iu observed that the last viewable result in the meters memory is on (B)(6) 2012 at 14:12. Iu observed that every bolus result stored in the meters memory was confirmed to be delivered as the bolus icon is blue in color. Iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu observed that the meter paired with pump correctly, no defects were observed. Iu was able to change the setting and limits in the pump from the meter. Pump and meter communication is acceptable. Iu observed that the bolus advice provided a value of - 5.7 u, iu confirmed the bolus and observed that the recommended bolus value was delivered to the retention pump, correctly. Iu did not observe the meter delivering unconfirmed bolus to the retention pump during the investigation of the returned product. Iu observed that the correct confirmed bolus was only delivered to the retention pump. Iu manually reviewed the meters memory for the values produced by the iu. Iu observed that both tests produced by the iu were stored in the meters memory correctly. Iu downloaded the meter using retention accu-chek 360°, version 1.1.2 software. Iu observed that the values produced by the iu were stored in meter memory correctly. Iu observed that the control values produced by the iu were also observed in the download and were stored correctly. (B)(4) values were stored in the meters memory. It is understood that the insulin values are not displayed in the meters memory download when downloading the meter with accu-chek 360° software. No defects were observed with the software. Please refer to the attached record list for download information. Iu attached a target report to show the percentage of the bg test completed by the customer were within the set target ranges. Since the lost target range value was not provided the iu is unable to confirm the allegation. Iu also attached a trend report. Please refer to the attachments for additional information. The customer#s allegations of the insulin values are not displayed in the accu-chek meter download, unconfirmed bolus is being delivered every ten minutes and the meter lost the target range were not observed during the investigation of the returned product. Software accu-chek 360° iu received one insulin pump sn (B)(4). Iu downloaded returned insulin pump using pump event manager (pem) and observed no records in july 2012. Iu downloaded returned insulin pump using accu-chek 360° dms v. 1.1 using accu-chek 360° dms usb cable sn (B)(4) and observed the first record in (B)(6) 2012. Consumables: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.